Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device was leaking air, displayed an e2 error, the cable was damaged, could not secure the cutter device and had unintended motion. The device also failed pretests for visual assessment, cable assessment, cutter lock assessment, safety assessment and air pump assessment. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from switzerland that during service and evaluation, it was determined that the motor device was leaking air, displayed an e2 error, the cable was damaged, could not secure the cutter device and had unintended motion. The device also failed pretests for visual assessment, cable assessment, cutter lock assessment, safety assessment and air pump assessment. It was noted in the service order that the device did not work at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.